Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Robotic hysterectomy - item broke inside patient, patient not harmed. No lot number available as packaging was discarded. Additional information received via email from sales representative on may 03, 2017: the cannula broke right in the middle. It was the camera port being used in a robotic procedure. Additional information received via email from sales representative on may 10, 2017: nothing unusual about the trocar breaking. It was the camera port being used in a robotic procedure, product being sent back. Type of intervention: na. Patient status: no patient injury or illness associated with the complaint event.

Manufacturer narrative:
The catalog # was corrected to unknown. The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.